Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and determined that the cause of the reported issue was due to an integrated circuit (ic) chip being, designator u5 on the power pcb assembly, being shorted from pin 12 to 13. This ic chip, designator u5 being shorted from pin 12 to 13, caused the device not to power on.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the power pcb assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that they could not power their device on during a training. The device would not power on with either ac or dc power. There was no patient use associated with the reported event.